Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the insulin pump had a motor error alarm. The customer's blood glucose level was 450 mg/dl at the time of the incident. The customer¿s other blood glucose was 91 mg/dl. The customer reported that they had primed it and tried to rewind. Where the reservoir screws in, it¿s not tightening down all the way, woke up in the middle of the night with a couple of high blood glucose. The customer reported that the drive support cap appeared normal or slightly indented. The customer was able to successfully clear the alarm but was unable to complete the insulin pump rewind. The clip had broken while trying to remove it. The customer also reported that the reservoir fell out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.